Manufacturer narrative:
Section d10: correction. Section e4: correction. Section h3: additional information. Section h8: correction. Manufacturer's investigation conclusion: a specific cause for the report of multi-system organ failure, right ventricular dysfunction, and the patient¿s outcome could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events. It was reported that the patient expired on (B)(6) 2019. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. During disassembly of the returned device, loosely coagulated blood mixed with tissue-like clotted blood was observed in the distal end of the inlet tube, the interior of the outflow graft, and in the interior of the pump cover. Further loosely coagulated blood was observed in the outflow graft attachment, pump outflow, and rotor vanes. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the smooth and textured surfaces of the device did not reveal any developed depositions or thrombus formations which would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists right heart failure and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had right ventricular assist device (rvad) extracorporeal membrane oxygenation (ECMO) placed at the time of implanting left ventricular assist device (lvad) which was not able to be weaned off. Patient's health continued to decline post original implant date and rvad was not able to be weaned. Patient had a difficult post operative course : right ventricular (rv) dysfunction and multi system organ failure. Patient's family transitioned patient to comfort care given poor prognosis for recovery. Patient passed away on (B)(6) 2019. Pump will be returned for evaluation no further information was provided.